Manufacturer narrative:
The subject device was not returned to olympus for evaluation. An olympus field service engineer went on-site and replaced the yellow connector. Unable to connect connecting tube to yellow connector in reprocessing basin due to breakage of center part of the connector. A definitive root cause for this issue was not established. However, it is probable that the connector was broken by being hit with a hard object, and as a result, the connecting tube could not be connected. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. The instructions for use provided the following: ¿chapter 3. Inspection before use. 3.3 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings (toric joint) should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment.¿ olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the endoscope reprocessor had a broken yellow connector. The center part valve appeared to be depressed. The event occurred during reprocessing. There was no report of patient harm.